Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin t gen. 5 stat assay on a cobas 8000 e 602 module. The sample initially resulted with a troponin t value of 65.55 ng/l and this value was reported outside of the laboratory. The sample was repeated on the same analyzer, resulting with a value of 5 ng/l. The sample was repeated on a different e 602 analyzer on (B)(6) 2018, resulting with a value of 5.85 ng/l. The customer stated that the repeat values were more expected for the patient. A corrected report was issued. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 305646. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The qc data and alarm trace do not indicate an issue. A general instrument or reagent issue can most likely be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.